Manufacturer narrative:
(B)(4): the exact date of the event is unknown. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Evaluation summary: the actual sample was not returned for evaluation, however a companion sample was returned. During visual and functional evaluation no defects were found with the sample. Therefore the reported condition could not be confirmed and no root cause could be identified. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a clearlink system y-type blood solution set had experience a no flow during infusion. The facility set-up and initiated therapy. After an unknown amount of time the nurse observed that blood was collecting on the "mesh looking component", in the filter chamber, resulting in a no flow. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.